Event description:
Weld failure in top cover of alternating pressure mattress.

Manufacturer narrative:
Our investigation confirmed that 10 spot welds had separated at the foot end of the mattress (pt's left side). The affected area is roughly 8 x 10" in size. This problem was identified in house on (B)(6) 2009 and a car was issued to our MFR on that date. We did sort internally for this symptom during that time. Root cause was identified and corrective action were taken on (B)(6) 2009. The spacer fabric material diameter was too large and interfering with the welding process, causing poor welds. This is a "spot" problem and not a catastrophic entire cover top issue. This particular cover was part of the production run prior to taking corrective action.